Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error and no delivery. The patient's blood glucose level was 100 mg/dl at the time of the call. The customer stated that the issue would occur when the customer tries to perform a bolus. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. The insulin pump was unable to prime during prime test due to faulty force sensor. No excessive no delivery alarm noted during testing. The motor was tested outside of the insulin pump and passed. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.